Event description:
It was reported that balloon ruptures occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.00mm x 12mm emerge and 1.50mm x 12mm emerge balloon catheters were advanced for dilation. However, during inflation at above rated pressure, the balloons burst. Both devices were removed with no patient complications reported.

Manufacturer narrative:
B3 date of event was estimated based on the aware date because the date was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.